Manufacturer narrative:
Product is anticipated to return. Follow-up will be provided upon completion of investigation.

Event description:
Vats procedure - "dr (B)(6) and dr (B)(6) were working together on this procedure. From what I understand dr (B)(6) was trying to expose the spine and the cannulas were being damaged at this time. (B)(6) is getting with the scrub tech to discuss details of the procedure. (B)(6) wasn't sure of what instruments were being used through our cannula or if the obturator was being used with the cannula. (B)(6) mentioned that the doctor was using the ethicon thoracoport, but the patient was too large. When doctor was struggling with the shorter thoracoport, he requested a longer cannula so that's when they pulled the c0r36. There are two cannulas that were damaged during the procedure, but one that was damaged significantly. Pieces of cannula had to be pulled out of the patient and out of the table drape, but there are obviously a lot of pieces missing from the product. (B)(6)." The risk manager and has the two cannulas in her office. The patient is doing fine right now and they appear to expect the patient to do well long term, but I will continue asking how this patient is doing."